Event description:
No additional information received from customer.

Manufacturer narrative:
Corrections are being made to previously submitted d9 ¿ device available for evaluation and e3 ¿ occupation.

Event description:
It was reported the inner sheath exhibited a broken ceramic head. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, this event was caused by a component failure of insulation beak. Insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. The event can be detected/prevented by following the instructions for use which state: visually inspect the ceramic insulation at the sheath's distal end before each use. Do not use the instrument in case of damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.